Event description:
The original procedure date of the inguenal hernia repair was not known. Reportedly, the first day post-operatively, while at home, the pt was experiencing cramping and bowel obstruction. One day post-operatively the pt was brought back to the or to repair the loop of bowel that had herniated through the peritoneum. The surgeon reported the pt could have over exerted themselves. Pt has since been discharged and is doing well.